Manufacturer narrative:
D7a - updated. H3, h6, h7 and h9 ¿ updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient that the pump experienced upstream occlusion alarm. The medication reservoir and tubing were empty as per patient. The residual volume was 12 ml. The pump was powered off. The alarm was triggered during infusion at patient's home. The operator of the device was patient. There was patient involvement and no harm.